Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in needle would not retract. The following information was provided by the initial reporter: safety device does not retract the needle. Leading to an exposure of the health professional to the risk of accident with sharps.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A device history review was conducted for lot number 0086289 h3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in needle would not retract. The following information was provided by the initial reporter: safety device does not retract the needle. Leading to an exposure of the health professional to the risk of accident with sharps.